Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported multiple air-in-line nuisance alarms (pump alarming air-in-line with no air in the IV tubing). This was reported to bd representative during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported multiple air-in-line nuisance alarms (pump alarming air-in-line with no air in the IV tubing). This was reported to bd representative during their site visit. There was patient involvement but no harm.